Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) stored a ventricular event where anti-tachycardia pacing (atp) and one shock were delivered, and it was unclear whether sensor drive ventricular pacing (vp-sr) had induced ventricular tachycardia (vt). It was noted that the patient was herding cattle at the time of the episode, and had had a similar event a month prior. Upon electrogram (egm) review, the ventricular pace (vp) and premature ventricular contraction (pvc) appeared to have been simultaneously, however it was unclear whether or not the pacing exacerbated the patient's rhythm. It was noted that the patient required very little pacing and had been in a higher sinus rhythm prior to the initial pvcs. Technical services (ts) discussed troubleshooting/programming considerations, such as turning off the sensor to see whether the issue was recurrent. This ICD remains in service. No additional adverse patient effects were reported.